Manufacturer narrative:
The customer complaint of a time sync issue was not confirmed or replicated during the investigation. No logs or devices were returned by the customer for investigation. During programming of a delay option if the ¿current time¿ was displayed correctly the ¿confirm¿ key should be pressed. Pressing the ¿change time¿ key modifies the pcu clock. The delayed infusion would have been administered in accordance with the clock time and delayed start time. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that there was an error queue email received in the respiratory intensive care unit (ricu), and there was a delay option time sync discrepancy of 30 minutes after one of the nurse had delayed the time for a dexmedetomidine infusion. The device was re-synced within 30 minutes of the notification.